Event description:
It was further reported that the damage on driveline was superficial and there was no alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the driveline could not be confirmed through this evaluation, as no images were submitted for review and no product was returned for evaluation. A specific cause for the reported damage could not be conclusively determined. After the pump exchange, the patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support, with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a pump exchange on (B)(6) 2024 due to accidental damage to driveline. The device operated as expected.